Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported the unit powers up on it's own. When power is applied, the unit becomes inoperative. The (central processing unit) cpu was replaced but the issue still persists. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management board. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.